Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.